Event description:
It was reported that the patient presented for a follow-up in clinic. Upon interrogation, it was noted that the right ventricular (rv) lead exhibited failure to capture. Upon further examination, the patient was at bradycardia. The rv lead was capped and replaced on (B)(6) 2024. The patient was in stable condition.